Manufacturer narrative:
The device was received with scratches and indentations observed on the exterior housing. Functional testing confirmed the reported issue of the hold suspend button not working. However, when the hold button is selected the alarm powers off. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Upon opening the unit, corrosion was found on the printed circuit board which may have contributed and the likely root cause of the failure. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the hold\suspend button is not working and to place the alarm on hold the button has to be forced down. Further investigation found the unit turns off when the hold button is pressed. The date the issue was discovered was not known and no patient incident or injury was reported.